Manufacturer narrative:
A return material authorization (RMA) was issued to have the intuitive surgical, inc. (Isi) device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the metal housing proximal to the tip of the permanent cautery spatula (pcs) instrument broke into pieces in the patient and required retrieval. The procedure was completed.